Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the right ventricular (rv) lead exhibited low pacing impedance. The physician suspected rv lead fracture. The physician elected to explant and replace the rv lead. The patient was stable before, during, and after the procedure.